Manufacturer narrative:
Company rep provided a replacement telepack.

Event description:
Customer reported communications loss between the panorama central station and ambulatory telepack. No pt injury was reported.